Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 1070 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was walking, fell, and broke the insulin pump battery cap, and was not getting the proper amount of insulin. The customer also reported physical damage on the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. No battery cap received with device. Unable to verify battery cap anomaly.the information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.(B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.